Manufacturer narrative:
(B)(4). The device were not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If a device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that an unknown number of spectrum pumps were experiencing system error 322 alarms. Any patient involvement, medical intervention or injury is unknown.